Event description:
In 2003, a patient underwent treatment of an abdominal aortic aneurysm using the gore excluder bifurcated endoprosthesis. Follow up with serial CT angiograms demonstrated aneurysmal sac growth despite evidence of any endoleaks. It was found that endotension was present. In 2006, the gore devices were explanted and an aortobifemoral graft was used. Post-operatively, the patient tolerated this procedure, but developed a stroke with respiratory insufficiency, pneumonia, and possible myocardial infarct. The patient was transferred to a nursing home for rehabilitative services. At this time, the patient is doing well from a vascular viewpoint.

Manufacturer narrative:
Please note: this event involves a second device, item pcc141200/lot.